Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken conductor wire at proximal end, near the internal wire to pin connection. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cautery function on permanent cautery hook (pch) instrument was not working. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook instrument was passed to the failure analysis engineer team for further investigations: initial findings were confirmed. The conductor wire was broken at the proximal end near the crimp where it connects to the energy instrument identification bipolar (eiib). The most probable root cause of a broken conductor wire at the proximal end was attributed to manufacturing, due to potentially kinked or pinched wires. No changes to the existing fa codes are needed.